Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate therapy was observed due to functional atrial undersensing via remote transmission. Programming changes were recommended; device remains implanted. No further information available.